Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the loading process . The user's blood glucose level was not impacted. It was confirmed that alternate therapy is available via manual injections.